Manufacturer narrative:
Follow-up #1: date of submission 04/26/2016 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: the pump powered on with functional auditory and vibratory features. A sound test indicated the audible tones were operating within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored and the battery compartment was cracked.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump's audible tones were not functioning. The reporter confirmed that the vibratory features were operational. The reporter stated that the patient experienced elevated blood glucose (bg) due to the audio issue, but did not provide any specific bg values. The reporter stated that the patient did not experience any signs or symptoms of hyperglycemia. The alleged bg excursion does not meet criteria for a serious injury. This complaint is being reported based on the allegation that the audible tones were not operational.